Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer cleared the alarms and continued to use the pump for insulin therapy. Additionally, it was reported that there were intermittent cartridge alarms that occurred during the load sequence and insulin delivery. A new cartridge was successfully loaded onto the pump to address the alarms. There was no adverse impact to the customer¿s blood glucose level.